Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the usb port was damaged and the contact was unable to charge the pump successfully. Reportedly, the charging pins were bent. There was no patient involvement as the pump was being used for demonstration purposes and was not being used by a customer for therapy.